Event description:
It was reported that the device was used during a hand assisted sigmoid resection. When the device was fired, it did not cut through the entire bowel. After firing the surgeon could not remove the device from the bowel. The procedure was converted to open. The device was excised from the bowel and the procedure was completed by hand.